Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported transducer (xdcr) fault and tidal volume (vt) out of range. The device also failed exhalation differential pressure calibration. The customer reported the ventilator was running on a patient at the time of the incident, but the ventilator was switched out and there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect vela ventilator main pcba (printed circuit board assembly) and installed it in a known good unit. A review of the events error log showed a "xdcr (transducer) fault" event. The unit was powered up with the end-users settings and the reported issue was immediately duplicated. Transducer calibrations were performed, as described in the product service manual, and the exhalation flow transducer failed calibration. This was identified to be the root cause of the reported issue.